Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two speedband superview super 7 devices used in the same procedure. It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during a variceal banding procedure performed on (B)(6) 2021. During the procedure, the bands could not be deployed. The same problem occurred with the second speedband superview super 7 device. The procedure was completed with the third speedband superview super 7 device. There were no patient complications reported as a result of this event.